Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005; 6947-58 lead, implanted: (B)(6) 2010; dtbb1d1 device, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high pacing threshold. The lv lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.